Manufacturer narrative:
The device was manufactured from may 28, 2019 - may 29, 2019. Four actual samples were received for evaluation. A visual inspection was performed and found fluid inside the bags that contained the samples. Functional testing was performed by filling the devices with green colored water. After fill, the blue winged luer caps were hand tightened. The samples were monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four large volume infusors leaked. The location of the leaks were unknown. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.